Event description:
Additional information was received from a consumer (con) stated that the oral medications were ¿fighting each other instead of helping me.¿ there was no issue with the pump or therapy. Action/intervention: stopped the old oral medications and were prescribed with a new one.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal morphine (unknown) and baclofen (unknown) at unknown concentration/dose via an implantable pump for non-malignant pain. The patient reported that she felt she had a bad feeling through her whole system. Patient stated she believed she was feeling symptoms of overdose. She was fighting the feeling of throwing up and trying to stay awake. Agent redirected patient to seek out medical attention.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.